Manufacturer narrative:
Upon completion of the investigation, it was noted that the review of the device history records for the subject device did not revealed any anomalies. This lot code appears to have met all testing requirement, there were no anomalies noted during manufacturing process. This product is documented in the IFU as low linting. While there is variation inherent in our manufacturing process of the cottonoid material, our objective is to produce product with the least possible amount of linting. Therefore lot to lot variation in the cottonoid process may result in lots that lint more or less than the norm. "Linting" can also come from the quality of the edge cut from the slitting process, but the parts received did not show that issue. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Device was returned. Upon completion of the investigation a followup report will be filed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Neurosurgeon has reported that the pattie left microfibers behind in the patient, visible under microscope during surgery. No reported delay in surgery greater than 30 minutes.